Event description:
The core impaction drill was sent in for evaluation due to overheating during an oral surgical procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion of the internal components was identified as the probable cause of the overheating reported.